Event description:
It was reported that the patient with this pacemaker stated experiencing elevated blood pressure since the device implant and has been prescribed medication. Additionally, the patient expressed concern of engaging in activities like yard work post-implant. Technical services (ts) discussed the function of the device and possible electromagnetic interference (emi) interactions. Ts also discussed the potential impact of using lotion and engaging in activities like yard work on the device post-implant. This device remains in service. No adverse patient effects were reported.